Manufacturer narrative:
The device was not returned to olympus for evaluation. An endoscopic support specialist (ess) was contacted to complete a facility observation of scope procedures, handling, and transport. Ess did visit facility and it was discovered that pre cleaning was not being completed correctly by some techs. A follow up in-service/training completed and ess demonstrated to staff proper scope handling, transport, protection of distal tip, and pre-cleaning steps. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, the colonovideoscope was cleaned with an insufficient or incorrect reprocessing procedure. The issue was found during the reprocessing pre-cleaning step. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user¿s understanding on device handling/reprocessing steps being different from the recommendation by olympus. Olympus experts have conducted training on correct device handling at the facility. The suggested event can be prevented by handling device in accordance with the following instructions for use (IFU): IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.